Event description:
Patient participated in a multi-center study of treatment for 1 or 2 level degenerative disc disease between l2 and s1. Preoperative diagnosis was disc failure or prolapse, and osteophytic spondylosis (vertebral body). Pt was implanted with an anterior lumbar interbody fusion (alif) spacer at level l5_s1 size. Pt was also implanted with an anterior tension band (atb) plate at screw l5 on left, screw l5 on right, screw s1 on left, and screw s1 on right, with atb plate 449.073. Pt had been experiencing pain for 300 months. Surgery date was (B)(6) 2005, and postoperatively patient experienced right sacroiliitis, requiring physical therapy and pain medications. This report is 4 of 5 for the same event. This complaint is on the right screw at l5 (28mm).

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding device was used for treatment, not diagnosis. No sample was returned for evaluation. The lot number is unk therefore a review of the device history record could not be completed. No conclusion could be drawn, as sample was not received.